Event description:
In 2002, pt had a PICC inserted in their right arm to receive chemotherapy. The next morning, it was bleeding and painful and the PICC had to be removed. Pt experienced a lot of pain and could not raise their arm. They did an ultra sound and found a blood clot from the elbow to the shoulder.